Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 32 synergy¿ drug-eluting stent was selected for use. However, it was noted that the strap were damaged. The device never went inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with one strut on the 6th row from the distal end lifted outwards from the stent profile. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.50 x 32 synergy(tm) drug-eluting stent was selected for use. However, it was noted that the strap were damaged. The device never went inside the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.